Event description:
Smiths medical international has reported that they were notified of an event of an incident alleging that "the long guiding catheter was broken during use". The procedure was without problems until the tube was titled in the direction of the tracheal branching. The tubes slipped out due to faulty position. The dilative tracheostomy was used. Difficulties in introduction of the tubes at the cricoic cartilage. Once more use of the dilator, no problem with the dilation. After removing the dilator it was noticed than the guiding mandarin was too short. It was broken at the stop the distal part was in the trachea. They noticed that the tip of the catheter went slowly to the truncus intermediericus of the right bronchus. The remnant part could be removed by a grasping forceps. Event occurred at ICU. User reported "after intubation there was no problems (no injury, no bleeding; the position of the tube was ok."